Event description:
Patient is 11 years out of an accolade tmzf stem and had a traumatic dislocation and severe pain followed. Upon revision black staining was noted all around the trunnion and head. Updated on (B)(6) 2019 by qs: based on the review of provided medical records: "on (B)(6) 2017 a lab report indicates blood cobalt was 13.2 (<1.0)" ... "On (B)(6) 2019 a revision right total hip was performed for a pre- and post- operative diagnosis of "failure of stryker right total hip replacement secondary to corrosion of femoral head and neck junction"."

Manufacturer narrative:
Correction: date of implant additional information: lot and catalog #'s an event regarding corrosion (black staining around trunnion and head) and abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant revealed: "x-rays dated (B)(6) 2016 are two aps and two laterals of the right hip demonstrating a posterior dislocation and one ap on that same date showing the hip post-reduction and in nominal position." [...] "No follow-up is documented between (B)(6) 2008 and (B)(6) 2016, there is no examination of explanted components, no surgical pathology report, and no confirmation of metalosis or corrosion. There is no radiographic or clinical confirmation of problems with the hip arthroplasties other than the episode of right traumatic dislocation. Elevated serum cobalt in patient with four longstanding major joint replacements is not necessarily pathologic. The elevated cobalt appears to be the primary indication for the right hip revision, which replaced only the head with another cobalt-chromium smaller head in an mdm construct. There is no evidence the revision surgery or periodic mild symptoms in both hips in his morbidly obese female patient was the result of factors associated with implant material or manufacturing. "-device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: based on the provided information, no conclusion decision can be made. The clinician revealed that "elevated serum cobalt in patient with four longstanding major joint replacements is not necessarily pathologic. ". The exact cause of the event could not be determined because insufficient information was provided. Additional information including follow-up notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is (B)(6) years out of an accolade tmzf stem and had a traumatic dislocation and severe pain followed. Upon revision black staining was noted all around the trunnion and head.